Event description:
Patient complained with visible swelling of the knee. Surgeon opened knee and determined that knee was infected. The surgeon considered leaving the implants in and only treating the infection but decided to err on the side of caution and remove the implants, then treat with antibiotic spacers. Surgeon will perform a total knee surgery at a later date.

Manufacturer narrative:
All of the following arthrosurface components were involved in this case: part#/lot#/expiration date: u202-0631w/ 75ii2517/ september 2009; px11-0218-w/75jj2118 / october 2010; px02-0705-w/ 75kj0518/ november 2010; p306-0090-w/ 75ak1025/ january 2011. Additional 510k# k050373.